Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the home patient disconnected their transfer set. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the peritonitis. The patient was treated with vancomycin intraperitoneally (dose and frequency not reported) for the event. At the time of this report, the patient had recovered from the peritonitis. Capd therapy was not reported. Additional information was requested but is not available.